Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6)) revealed a frayed connector, the 37651 recharger (serial number (B)(6)) revealed corroded boards, and the wr9200 wireless recharger (insr) (serial number (B)(6)) revealed a "thor 2702 service code" display message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger won't power on. The circumstances that led to the reported issue were asked but unknown. Troubleshooting was unable to be performed as patient dropped off line and patient services (ps) attempted to call patient back twice but there was no option to leave voicemail (vm). Patient had said they talked to their manufacturer representative (rep) about the issue with the recharger and the rep told patient to call patient services (ps) to get the recharger (insr) replaced with the wireless recharger (wr). Ps emailed rep with request for required info to update patient's insr to a wr. On 2022-sep-29, it was reported that the patient called back from 'phone 2' phone number after the call was disconnected with previous ps agent. The patient stated that the event date was yesterday. No issue was found with the desktop charger (dtc) cord or connector pin. The patient confirmed they could see the green light on the ac power supply. Ps reviewed that an email was sent to rep to initiate the transition from the 37751 recharger to the wr, and that we are awaiting the rep's response. On 2022-oct-03, it was reported that the patient called from number in phone 2 field stating they expected equipment to arrive but it has not and they are worried because they are down to 50% charge. P atient clarified they spoke with rep who told them the wireless charging equipment would arrive friday but it is not there yet. Ps reviewed the rep may have sent it to their doctor so hands on education can happen, offered to send email to the rep to call patient back. Offered to troubleshoot the equipment and send legacy product so patient can charge in the meantime. Troubleshooting revealed the desk top charger cord was frayed when plugged in the insr did not light up. Reopened the case, reassigned to self to send email to repair. Additional information was received from the consumer who reported that the replacement dtc did not resolve the issue. The caller was concerned and said their implantable neurostimulator (ins) was now really low. Patient services reviewed and offered to send replacement 37751 recharger overnight in the meantime while they wait for the insr to wr replacement and training. Email was sent to repair to send patient 37751 recharger. Additional information received from the consumer reported they were learning how to use their wireless recharger, but it would beep and then turn off. During the call the recharger turned on, and then went off as it was flashing red. The recharger was reset but went off again and had a red light and wouldn¿t stay connected to the implant. Additional information received from the consumer reported the new wireless recharger was having trouble finding the implant. During the call the wireless recharger would connect with the implant but would lose the connection and start beeping again. The consumer did not use a drape, and then tried using one, but it didn¿t seem to make a difference. The consumer then repositioned there charger, but issue wasn¿t resolved, and the issue was believed to patient understanding of the new recharger as their previous recharger was able to get full coupling. The patient was going to connect with their physician and manufacturer¿s representative (rep) for further assistance. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the intermittent connection was due to the recharger being defective as the reset kept repeating after just two or three minutes of recharging. The device was reset approximately 10 times, and thus a new wireless recharger was sent which worked as intended.